Event description:
It was reported that the healicoil anchor tip broke. All debris was removed from the patient. The procedure was completed with another healicoil device at the same site. With no further bone holes drilled.

Manufacturer narrative:
One 4.75mm healicoil rg sa anchor systems were returned for evaluation. Visual assessment confirmed the reported breakage. Numerous threads of anchor have broken off. The inserter tines are bent at its distal end, consistent with off axis insertion. As reported the surgeon utilized a 3.8mm tapered awl. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 5.5 mm threaded dilator. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time. Corrected device available for evaluation, and date device returned to manufacturer.